Event description:
The patient reported that her blood glucose registered "hi" (over 600 mg/dl) on her meter. The patient's normal blood glucose range is from 80-130 mg/dl. The patient reported symptoms of poor vision, dry mouth and a headache with her elevated blood glucose. The patient switched to her back-up infusion device and her blood glucose returned to normal. The patient stated that she did not receive any alarms with her infusion device and did not notice any kinking with her infusion set. The patient stated," I am absolutely 100 percent positive that it was the pump." The patient also reported that she does not allow her insulin to warm to room temperature as recommended. The patient did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for return to be evaluated.